Event description:
It was reported that during a pfa procedure the farawave catheter was selected for use, no issue during preparation even if guidewire also used for transeptal puncture was a little bent at distal part. After ablating lspv, impossible to retract easily the guidewire. The guidewire was replaced but the lumen of the catheter has friction when moving the new guidewire. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Additionally, some white spots were observed on the break point of the pebax. Based on all the available information, the cause of the reported stuck guidewire was likely attributed to the device design based on the observed damage to the distal inner hypotube caused by the mechanical stress of pebax break and delamination.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - ous catheter was selected for use, no issue during preparation even if guidewire also used for transeptal puncture was a little bent at distal part. After ablating lspv, impossible to retract easily the guidewire. The guidewire was replaced but the lumen of the catheter has friction when moving the new guidewire. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.